Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2014-14224). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented for routine follow-up, the device could not be interrogated. The physician fitted the patient with an external life vest defibrillator until the device was explanted and replaced four days later. The patient had a cardiac ablation two weeks previous. At that time, the remaining longevity was 10 months. There have been no reported issues since the replacement procedure.